Event description:
It was reported that there were air bubbles in the patient line during initial drain of peritoneal dialysis therapy on the homechoice device. During troubleshooting, it was discovered that the patient line connection became loose and disconnected. The patient was advised to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.